Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample results: the returned implant was visually inspected and verified to be an inclusive tapered implant 4.7 mmd x 10 mml x 4.5 mmp implant using the radiographic template. No defect or non-conformity was observed. The implant carrier was connected to the implant. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported that the inclusive tapered implant failed. The patient has no medical or dental history prior to implant. Bone grade not provided. The patient presented on (B)(6) 2017 on tooth location #3 for implant placement and returned on an unknown date. The provider recalls that the device failed to integrate and the device was removed.